Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon examination, it was discovered that the implantable cardiac monitor exhibited false episodes of pauses caused by undersensing. Programming changes were made on (B)(6) 2020. No additional episodes of false cardiac pauses were seen since the changes were made. There were no adverse consequences to the patient.